Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty lcd display. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed vertical white lines and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.